Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not turning, even with a good known battery. Functional tests were not performed and failed due to the receiver not turning, even with a good known battery. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver not turning, even with a good known battery. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.